Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a peg placement procedure in 2009. According to the complainant, the peg tube could not be advanced over the guidewire. Another endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.